Event description:
It was reported that a stent damage occurred. Vascular access was obtained via right radial artery. The 70% stenosed, de novo target lesion was located in the moderately tortuous left circumflex artery. After a non bsc guidewire crossed the lesion, predilation with a 2x9mm unspecified balloon catheter was performed at 12 atmospheres for 20seconds. A 12 x 2.25mm taxus liberté stent was advanced however the device could not cross the lesion. During the maneuver, the stent of the device got damage. The lesion was dilated again using the same balloon and a 2.25x12mm promus element stent was deployed. The procedure was completed. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the hypotube was kinked at 11cm distal to the strain relief. An examination of the balloon identified that the stent was detached from the balloon. The stent was not returned for analysis. A clear impression of the stent crimp was visible on the balloon. The balloon was tightly folded and did not appear to have been subjected to any positive pressure. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via right radial artery. The 70% stenosed, de novo target lesion was located in the moderately tortuous left circumflex artery. After a non bsc guidewire crossed the lesion, predilation with a 2x9mm unspecified balloon catheter was performed at 12 atmospheres for 20 seconds. A 12 x 2.25mm taxus¿ liberté¿ stent was advanced however the device could not cross the lesion. During the maneuver, the stent of the device got damage. The lesion was dilated again using the same balloon and a 2.25x12mm promus element stent was deployed. The procedure was completed. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device is a combination product. (B)(4).